Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material.

Event description:
It was reported that a percuflex plus ureteral stent was used during a stone procedure. During insertion and inside the patient, the device could not be advanced. It was noted that the surface of the stent had wrinkles. The procedure was completed with another same device and there were no patient complications reported.